Event description:
Reified. Patient presented with bone type iii. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: infection and increased sensitivity. No further patient complications were reported.